Event description:
It was reported that this right ventricular (rv) exhibited high pacing thresholds during implantable cardioverter defibrillator (ICD) checking. Subsequently, a revision procedure occurred. The rv lead was successfully repositioned with good electrical measurements and remains in service. No additional adverse effects were reported.